Manufacturer narrative:
Properly used, sling loops will not come off the slingbar hook as described. User guides are clear in the instruction as to the proper and safe use of the product. This incident is viewed as user error issue and not a product problem in use. It is strongly recommended the lift operators be retrained with special attention towards the attachment of the clips and straps being under tension before lifting.